Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4) intermittently powered off without displaying any user advisories. Per the reporter, a fully charged autopulse li-ion battery was used and the user verified the proper battery placement secured by the battery lock. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that "the driveshaft of the autopulse platform (s/n (B)(6)) intermittently powered off without displaying any user advisories" was not confirmed during functional testing. The autopulse platform passed the testing and functioned as intended. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data revealed that the recorded date and time in the archive were corrupted, showing that the last time the autopulse platform was powered on was (B)(6) 2022. Therefore, the date of the customer's reported event was not captured. The root cause of the corrupted archive could have been due to repeated power cycling of the device or due to the unexpected shutdown of the device. The latest firmware was reinstalled on the autopulse platform to remedy the fault. The autopulse platform passed the initial functional test without any fault or error. During service evaluation, the autopulse platform was able to power on and off without any issues. The platform successfully passed the timeout tests by automatically powering off at the specific period as designed. Upon further testing, at the end of the run-in test, unrelated to the reported complaint, notice no brake activation on the platform. The root cause was due to the drivetrain motor brake assembly air gap being too narrow, and out of specification. The brake gap was adjusted to address the observed issue. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Following service, a brake gap inspection confirmed the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the normal manikin and 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Manufacturer narrative:
The reported complaint that "the driveshaft of the autopulse platform (B)(6). Intermittently powered off without displaying any user advisories" was not confirmed during functional testing. The autopulse platform passed the testing and functioned as intended. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data revealed that the recorded date and time in the archive were corrupted, showing that the last time the autopulse platform was powered on was march 30, 2022. Therefore, the date of the customer's reported event was not captured. The root cause of the corrupted archive could have been due to repeated power cycling of the device or due to the unexpected shutdown of the device. The latest firmware was reinstalled on the autopulse platform to remedy the fault. The autopulse platform passed the initial functional test without any fault or error. During service evaluation, the autopulse platform was able to power on and off without any issues. The platform successfully passed the timeout tests by automatically powering off at the specific period as designed. Upon further testing, at the end of the run-in test, unrelated to the reported complaint, notice no brake activation on the platform. The root cause was due to the drivetrain motor brake assembly air gap being too narrow, and out of specification. The brake gap was adjusted to address the observed issue. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Following service, a brake gap inspection confirmed the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the normal manikin and 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Correction h10, autopulse platform serial number.